Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 and h11. B3: date of event is unknown. Additional information will be provided once available. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise in the image, damage to the channel tube, stickiness on the universal cord, damage to the air/water tube and jet tube. A root cause could not be identified. Based on the results of the investigation, it is likely that the no image/ image display malfunction and image noise was caused by corrosion of the scope connector. Regarding the stickiness on the universal cord and the damage to the channel tube, air/water tube, and jet tube, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope displayed no image during reprocessing. There were no reports of patient involvement.